Manufacturer narrative:
H11: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: a physical sample was not returned for evaluation. The user report and the provided images contain information regarding catheter helix break. After review of the provided images helix break can be confirmed. A clear root cause could not be identified but a damaged catheter represents a known inherent risk. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025 a patient underwent thrombectomy & atherectomy procedure for intermittent claudication in the right lower limb using a rotarex. During the procedure, it was reported that the tip was allegedly found to be fractured and detached inside the mountain climbing sheath. And it was retrieved from the body along with the mountain climbing sheath and guidewire. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025 a patient underwent thrombectomy & atherectomy procedure for intermittent claudication in the right lower limb using a rotarex. During the procedure, it was reported that the tip was allegedly found to be fractured and detached inside the mountain climbing sheath. And it was retrieved from the body along with the mountain climbing sheath and guidewire. The procedure was completed using another device. There was no reported patient injury.